Event description:
A customer reported that a pt experienced a hypoglycemic coma while using a fasttake meter due to high inaccurate results. On the morning of the event, pt was found in a state of coma. Pt's blood glucose was 4.6 mmol/l on ft meter compared to lab test of 0.9 mmol/l done at about the same time. No info available on whether pt rec'd any medical intervention for pt condition. In another comparison done in the last few days, the ft meter results were 4-5 mmol/l higher than laboratory results. Pt is reportedly terminally ill with cancer. Pt has been using glyburide, which was discontinued around january 2002. Pt is not currently taking insulin. No further info is available. Pt was requested to return the ft meter for further investigation. The pt was sent a replacement fasttake meter by lifescan.